Manufacturer narrative:
The instrument was returned and evaluated. Upon visual inspection, the pitch cables were derailed. Both pitch cables were loose at the instrument's wrist. There was no damage to the cable. The blue housing was removed to find the cable had become derailed at the clamping pulley. The cable became derailed and lost tension causing it to become loose at the distal end. The clamping pulley screws were still tight. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were short and not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed cables were identified on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.